Event description:
A review of service data detected a reportable event. During services, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was resetting. The cause of the inability to power on was isolated to a defective power brick connector. The root cause of the defective power brick connector was unable to be positively identified. The root cause of the defective power brick connector was unable to be positively identified. No adverse event resulted from the defective battery charger/mode's power supply.